Manufacturer narrative:
Based on the results of the investigation, the suggested events most likely occurred due to corrosion on the plug unit, resulting in a noisy image, and a scope ID data error which caused the b30(scope communication err). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope exhibited a b30 scope communication error and a noisy image. There were no reports of patient involvement.